Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our equipment, mavig shield. As it was stated the caps of spring arm from mavig shield were missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter is contact person from technical service. Getinge became aware of an issue with one of our equipment ¿ mavig shield. As it was stated the caps of spring arm from mavig shield were missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the maquet equipment did not meet its specification since missing caps from the spring arm could be considered as technical deficiency, and in this way the device contributed to the reported situation. There is no information if at the time when the event occurred the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find one similar fault description compared to the situation investigated herein, however, luckily, none of these event actually led to serious injury or worse. A root cause analysis was performed by subject matter expert at manufacturing site. As stated, the missing spring arm covers (rear cover and dust cover) were probably removed or detached during a collision. To prevent any incident the instruction for use IFU 01821 en 11 on page 27 mentions the warning in the "safety instructions": "risk of injury/infection: the use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device". We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(6).